Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is stuck in the preparing the prime loop and a no delivery alarm was received. The customer's blood glucose reading was 167 mg/dl at the time of incident. Troubleshooting found that the pump alarmed failed battery test and did not work after that. The customer had to leave and could not continue with troubleshooting at this point.